Event description:
It was reported that the pump display had a pixel issue, affecting the customer's ability to read the screen. There was no adverse impact to the customer's blood glucose level. The customer confirmed the use of multiple daily injections as backup therapy to maintain insulin delivery.